Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("occasional bleeding") in an adult female patient who had essure (batch no. B16004) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and suprapubic pain, genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)/ intercourse aggravates the pain with deep penetration and position and lasts 3 hours after intercourse is complete"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and uterine tenderness ("uterus with tenderness to movement"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, nausea, fatigue, weight increased, weight decreased and uterine tenderness outcome was unknown and the dyspareunia had not resolved. The reporter considered device dislocation, dyspareunia, fatigue, genital haemorrhage, nausea, uterine tenderness, weight decreased and weight increased to be related to essure. The reporter commented: insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity were 5 (left side) and 4 (right side). Patient tolerated the procedure well. Pain is moderately severe on the pain scale and has a constant lancinating pressure-like and sharp quality. Pain is aggravated by sexual intercourse and postural changes. Intercourse aggravates the pain with deep penetration and position and lasts 3 hours after intercourse is complete. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event; pelvic pain,dyspareunia. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received, reporter added, lot number added, events added as :- nausea, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss, pain in the suprapubic region and it does not radiate. Uterus with tenderness to movement. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), device breakage ('breakage') and genital haemorrhage ('occasional bleeding') in an adult female patient who had essure (batch no. B16004- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included dysmenorrhea and dysmenorrhea. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included dyspareunia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and suprapubic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/ intercourse aggravates the pain with deep penetration and position and lasts 3 hours after intercourse is complete"), nausea ("nausea"), fatigue ("fatigue"), uterine tenderness ("uterus with tenderness to movement"), abdominal pain ("abdominal pain"), back pain ("back pain") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, nausea, fatigue, weight increased, weight decreased, uterine tenderness, abdominal pain, back pain and gastrointestinal disorder outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, nausea, uterine tenderness, weight decreased and weight increased to be related to essure. The reporter commented: insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity were 5 (left side) and 4 (right side). Patient tolerated the procedure well. Pain is moderately severe on the pain scale and has a constant lancinating pressure-like and sharp quality. Pain is aggravated by sexual intercourse and postural changes. Intercourse aggravates the pain with deep penetration and position and lasts 3 hours after intercourse is complete. Discrepancy regarding essure removal, earlier essure removal done now as per pfs essure removal was not done patient received treatment for events ¿ pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, device dislocation, breakage. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event; pelvic pain,dyspareunia. Lot number reported ( b16004 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), device breakage ('breakage') and genital haemorrhage ('occasional bleeding') in an adult female patient who had essure (batch no. B16004-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included dysmenorrhea and dysmenorrhea. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included dyspareunia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and suprapubic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/ intercourse aggravates the pain with deep penetration and position and lasts 3 hours after intercourse is complete"), nausea ("nausea"), fatigue ("fatigue"), uterine tenderness ("uterus with tenderness to movement"), abdominal pain ("abdominal pain"), back pain ("back pain") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, nausea, fatigue, weight increased, weight decreased, uterine tenderness, abdominal pain, back pain and gastrointestinal disorder outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, nausea, uterine tenderness, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity were 5 (left side) and 4 (right side). Patient tolerated the procedure well. Pain is moderately severe on the pain scale and has a constant lancinating pressure-like and sharp quality. Pain is aggravated by sexual intercourse and postural changes. Intercourse aggravates the pain with deep penetration and position and lasts 3 hours after intercourse is complete. Discrepancy regarding essure removal, earlier essure removal done now as per pfs essure removal was not done. Patient received treatment for events ¿ pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, device dislocation, breakage. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event; pelvic pain,dyspareunia. Lot number reported ( b16004 ) is invalid. Most recent follow-up information incorporated above includes: on 7-dec-2019: update of information (batch is invalid) product technical complaint. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), device breakage ('breakage') and genital haemorrhage ('occasional bleeding') in an adult female patient who had essure (batch no. B16004-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included dysmenorrhea and dysmenorrhea. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included dyspareunia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and suprapubic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)/ intercourse aggravates the pain with deep penetration and position and lasts 3 hours after intercourse is complete"), nausea ("nausea"), fatigue ("fatigue"), uterine tenderness ("uterus with tenderness to movement"), abdominal pain ("abdominal pain"), back pain ("back pain") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, nausea, fatigue, weight increased, weight decreased, uterine tenderness, abdominal pain, back pain and gastrointestinal disorder outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, nausea, uterine tenderness, weight decreased and weight increased to be related to essure. The reporter commented: insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity were 5 (left side) and 4 (right side). Patient tolerated the procedure well. Pain is moderately severe on the pain scale and has a constant lancinating pressure-like and sharp quality. Pain is aggravated by sexual intercourse and postural changes. Intercourse aggravates the pain with deep penetration and position and lasts 3 hours after intercourse is complete. Discrepancy regarding essure removal, earlier essure removal done now as per pfs essure removal was not done patient received treatment for events ¿ pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, device dislocation, breakage. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event; pelvic pain,dyspareunia. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received-new events abdominal pain, back pain, breakage, gi conditions, plaintiff did not undergo essure confirmation test were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("occasional bleeding") in an adult female patient who had essure (batch no. B16004-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and suprapubic pain, genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)/ intercourse aggravates the pain with deep penetration and position and lasts 3 hours after intercourse is complete"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and uterine tenderness ("uterus with tenderness to movement"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, nausea, fatigue, weight increased, weight decreased and uterine tenderness outcome was unknown and the dyspareunia had not resolved. The reporter considered device dislocation, dyspareunia, fatigue, genital haemorrhage, nausea, uterine tenderness, weight decreased and weight increased to be related to essure. The reporter commented: insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity were 5 (left side) and 4 (right side). Patient tolerated the procedure well. Pain is moderately severe on the pain scale and has a constant lancinating pressure-like and sharp quality. Pain is aggravated by sexual intercourse and postural changes. Intercourse aggravates the pain with deep penetration and position and lasts 3 hours after intercourse is complete. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event; pelvic pain,dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("occasional bleeding") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.